Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to verify the reported problem. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed downstream occlusion (dso) calibration. Found during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.